Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(4) 2017, the patient underwent a coronary procedure and a perforation occurred. The 2.8 x 19 mm graftmaster stent delivery system was advanced; however, due to the patient anatomy, the stent delivery system was unable to cross. The device was removed without difficulty. A 2.8 x 16 mm graftmaster stent delivery system was advanced without difficulty and was implanted at the perforation. The perforation was sealed and there was no adverse patient effect. Post procedure, the patient was in stable condition. No additional information was provided.